Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a three prostyle devices after an interventional electrophysiology ablation procedure with a 6f sheath. Reportedly, two prostyle sutures were successfully advanced to the vessel wall and tightened (worked as intended); however, bleeding continued. With the third prostyle device, the lever became stuck not allowing the footplate to actuate. The device become stuck inside the vessel but was ultimately able to be removed by breaking the handle and manually compressing the lever to retract the foot. Hemostasis was achieved with the first two sutures and manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided